Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer heard a "popping" sound as the customer was filling the cartridge with insulin; no cartridge leaks were observed by the customer. A cartridge change was performed to address the issue. Blood glucose level ranged from 200-400 mg/dl.